Event description:
A medtronic representative reported a vertek arm that did not tighten properly. There was no patient present.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. RMA issued. Replacement device shipped to site (B)(6) 2013. Medtronic investigation of returned suspect device finds the instrument end of the vertek will not lock down completely. Mechanical malfunction directly caused the event.